Event description:
The event is reported as: during the procedure, the valve seal was dissociated from the trocar and had been pushed, by the trocar, inside the pt's abdominal cavity. The event was discovered immediately than the valve seal and trocar were removed. The procedure time was increased but there were no clinical consequences for the pt.

Manufacturer narrative:
The results of the investigation are not available at the time of this report.